Event description:
Three months after implant, an asymptomatic pt returned to the hosp to have a routine removal of the vena cava filter. The cava gram revealed that two of the filter arms were in the renals and the filter was slightly tilted. The filter was originally placed 1.5 cm below the renal veins. The filter, which contained clot, was successfully removed. The pt is fine.

Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unk. Neither the filter or procedure films were returned for eval. The results of this investigation are inconclusive. The info for use for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to the following: migration. Movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots, and/or dislodgement due to large clot burdens.